Event description:
The device was used during a nissen. Reportedly, the needle broke and disengaged into the patient's cavity. The surgeon was unable to retrieve the needle and applied another device to complete the procedure. The hospital has reported no patient injury occurred.